Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional: h2 - h6. Correction: b4 - g4 - g7 - h10. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend has been identified. Event description: it was reported that the patient had a primary total hip replacement on (B)(6) 2019 and was revised on (B)(6) 2019 due to dislocation of the hip from a fall. Review of received data: product experience report (per) pertaining to this complaint has been received. Billing note with all implanted products on (B)(6) 2019 received (derived from linked warsaw (B)(4)). Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion: it was reported that the patient had a primary total hip replacement on (B)(6) 2019 and was revised on (B)(6) 2019 due to dislocation of the hip from a fall. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Neither any medical documents nor any x-rays pertaining to this case were received. Based on the available information, we were not able to identify an exact root cause for this issue. However, due to the patient having a trauma event (fall), which led to the the dislocation of the hip and subsequent revision surgery, the trauma incident is the most likely contributing factor and thus the most likely root cause of the complaint. Warsaw products captured in warsaw (B)(4). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00473.

Manufacturer narrative:
Concomitant medical products: modular neck g 12/14 neck taper use with +0 heads only; catalog#00784802300; lot#63771584. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision due to dislocation.